Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported muffled speaker problem was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a muffled speaker sound found during testing in the biomedical service department. There was no patient involvement. No additional information is available.